Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that gastrointestinal videoscope, leakage noted during receipt inspection. The issue occurred during the receipt inspection. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the foreign material was exiting from the air nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-nov-2023. The device was returned to olympus for evaluation and the device evaluation found the following; there was a leak from connecting tube; electrical testing failed on multiple criteria; there was a foreign material in the nozzle; light guide cover glass was chipped; light guide glasses glue was worn and fluid was evident; coupled charging device cover glasses glue was worn and the fluid was evident; distal end cap was broken; bending section rubber glue had discoloration and it was separated; bendig tube insertion part was deformed; insertion tube and protector had sneakness, connecting tube had discoloration and wrinkle; grip unit was scratched; suction cylinder was deformed; switch1 had cuts; universal cord had wrinkles and the cable tube unit had wrinkles as well; connector was corroded, video case connector has a crack; angulation system had play; forceps had a flare; and the nozzle had insufficient water removal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage at insertion tube which may have led to remained foreign material in nozzl. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.